Event description:
It was reported the powered wheelchair joystick caused the wheelchair to surge unexpectedly during use. The end user reported hit his head on a nearby object. Although the end user reportedly received medical treatment as a result of his injury; the details of such treatments and/or diagnosis were not provided.